Event description:
A battery life calculation was requested for patient's generator which was estimated to be 0.3 years remaining until eri = yes. It was reported that the patient underwent prophylactic replacement based on the blc results. An implant card was later received stating that the patient underwent generator replacement on (B)(6) 2015. The explanted generator was noted to have "failed". Attempts for additional relevant information were unsuccessful to date. The explanted generator has not been received to date.

Event description:
Additional information was received that the device was likely discarded.

Manufacturer narrative:
.